Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-29. H6: investigation summary: two open 30g x 5mm autoshield duo samples were returned from lot. No. 1099871, cat. No. 329605. Visual examination of the returned samples was carried out and it was observed that they were both activated and a bent patient end of cannula was also observed on both samples. No manufacturing related issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported bd autoshield duo¿ pen needle was difficult to operate. The following information was provided by the initial reporter, translated from french: "test with 3 other needles from the same batch: no problem patient did not receive necessary dose of insulin, resulting in hyperglycaemia."

Event description:
It was reported bd autoshield duo¿ pen needle was difficult to operate.the following information was provided by the initial reporter, translated from french: "test with 3 other needles from the same batch: no problem patient did not receive necessary dose of insulin, resulting in hyperglycaemia"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.